Event description:
It was reported that during an abdominal aortic aneurysm the needle came off the suture during the anastomosis of artifical vascular during. There were no adverse pt consequences, but the operation was delayed for one hour.